Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed. The complaint was not confirmed. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge at a rate of 11.14 mvdc per day with the stimulation turned off, which was within the typical ipg battery depletion rate.

Event description:
A report was received that the patient's ipg would not charge up. It was unsure if there was device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would not charge up. It was unsure if there was device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.